Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a stored untreated episode that was requested for review. Technical services (ts) analyzed device episode data and determined that the episode was inappropriate due to oversensing of myopotential noise as well as low r-wave amplitude. This occurred in the primary vector. It was also noted that there was an inappropriate atrial fibrillation (af) episode due to premature ventricular contractions (pvc). Ts provided reprogramming suggestions as troubleshooting. No adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system delivered an inappropriate shock due to t-wave oversensing with a decrease in r-wave amplitude. This occurred while the patient was ice skating. The patient passed out and fell which resulted in a concussion with potential short term memory loss. Subsequently, the patient was admitted to the hospital. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.